Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, white matter was noted as entering the eye from the lens introducer. The matter looked like a piece of plastic or foam and was removed from the eye immediately with no reported patient harm. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. A non-qualified viscoelastic was indicated. A particle was found with the device. It has the appearance of the particle in the provided photo. The particle is a hard whitish, twisted particle. This appears to be dried viscoelastic. A drop of water was placed on the particle. The particle was confirmed to be dried viscoelastic. The manufacturer internal reference number is: (B)(4).